Event description:
The needle got stuck in the endostitch device and broke in half. A new device was opened and the old device was removed from the field and sent to be shipped to manufacturer. There was no harm to the patient.